Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The serial number was unknown. Concomitant devices and therapy dates: lid device and power module device; (B)(6) 2020. The manufacturing location was unknown. The device manufacture date was unknown. (B)(4).

Event description:
It was reported from (B)(6) that during an open reduction internal fixation surgery for proximal femoral fractures, it was observed that the battery handpiece device while being used with a lid device and power module device, did not run. It was reported that the device worked correctly during testing prior to the procedure. According to the reporter, the battery device and lid device were replaced and the device started to work and the procedure was completed successfully and without delay, and no harm to the patient. After the procedure, the device was checked several times, however the device movement was unstable, it sometimes worked and sometimes did not. Additionally, the mode switch of the lid device was moved from left to right several times and the device ran correctly. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.